Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle hub cracked. The product was used according to the IFU. Application was made on one patient. The patient was not injured. No medical intervention was necessary. The problem was solved by using a different cannula. Procedure was interrupted briefly without incident.

Manufacturer narrative:
(B)(4). The customer returned one syringe and introducer needle for evaluation. The needle contained obvious signs of use in the form of biological material. Visual examination revealed multiple large cracks in the needle hub. The returned syringe and needle were used to aspirate and flush water. The needle leaked from the hub area. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The needle hub contained multiple large cracks, which is consistent with a design-related issue. A device history record review was performed with no relevant findings. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports that the needle hub cracked. The product was used according to the IFU. Application was made on one patient. The patient was not injured. No medical intervention was necessary. The problem was solved by using a different cannula. Procedure was interrupted briefly without incident.